Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare power toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Customer stated that the adaptive clean toothbrush head of their sonicare power toothbrush had bristles come out and they swallowed them.